Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred during pumping. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge or reloaded the same cartridge and resumed insulin delivery successfully.